Manufacturer narrative:
(B)(4).

Event description:
Reportedly, distributor found that there was no audible alarm when they were testing the ventilator by creating alarms. There was a visual alarm and the ventilator kept ventilating. There was no pt involvement in this case. However, if it were to recur, a caregiver would not be audibly alerted in the case that the ventilator goes wrong.